Event description:
An unknown size racer stent was implanted into a patient for the treatment of a stenosed renal artery lesion. It is unknown if the lesion was pre-dilated. Vessel morphology was reported to be severely tortuous with slight calcification. It was reported that during the deployment of the stent, the balloon burst between 9-9 atmospheres longitudinally. The stent delivery system was successfully removed from the patient. The physician used an angloplasty balloon to complete the deployment of the stent. The stent delivery system was discarded by the user facility. No additional sequelae were reported and the patient is reported to be fine.